Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03477. It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, it was noted that both the atrial and ventricular leads were exhibiting noise. Both leads were extracted and replaced during a routine device exchange. The patient was asymptomatic.